Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised that they could continue using the pump, and they were instructed to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.